Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Internal and external inspection was performed, in the internal inspection a brass insert from the homechoice cover was found on the digital pcb, this issue was related to the reported issue. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device failed to meet functional performance specification requirements per rite testing as a related issue of a reload the set 176 occurred during testing. Upon conclusion of the investigation, the direct cause of the problem was an inoperative digital pcb. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a system error 2130 alarm was identified. The alarm occurred on (B)(6) 2015 at 13:00:19. No additional information is available.